Event description:
Clinician states that the pt was prepped with chloro-prep to the skin, venous access was obtained and the line inserted without difficulty, almost immediately after the line was inserted the pt began to c/o paresthesia's in the hand where the line was inserted. Followed shortly thereafter by c/o facial swelling and difficulty breathing, benadryl was administered, and the pts son called 911, ems transported the pt to (B)(6) wherein she was evaluated and her symptoms subsided after the line was removed. All other diagnostic testing was inconclusive. The pt had no known allergies to silicone or skin prep agents. Customer states the hospital disposed of the line after removal.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.